Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:1627487-2022-00224. It was reported that the patient experienced an infection near the lead and extensions connection. As a result, surgical intervention was undertaken wherein the entire dbs system was explanted. Post-operatively, the patient was prescribed antibiotics.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.